Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not recognize a battery) was confirmed. As received, the charger/modem could not recognize a battery. Upon investigation, there was liquid contamination on the battery board and the power supply connector was missing. The root cause was liquid contamination. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll and reported that charger/modem sn (B)(4) could not recognize a battery.